Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 450 mg/dl at the time of incident. The customer eaten a lot offered troubleshooting and declined. Customer stated that the set they wearing was need to replace and the order was coming from my doctor. The insulin pump will not be returned for analysis.